Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) is having signal loss and artifact with connected device(s). No patient harm was reported. Nihon kohden technician had the nurse check the antenna cables in the back of the multiple patient receiver (org) and only one of the two antennae was plugged in. The nurse plugged in antenna 1 into the org, then everything worked fine.

Manufacturer narrative:
The nurse reported that the central nurse's station (cns) is having signal loss and artifact with connected device(s). No patient harm was reported. Nihon kohden technician had the nurse check the antenna cables in the back of the multiple patient receiver (org) and only one of the two antennae was plugged in. The nurse plugged in antenna 1 into the org, then everything worked fine. Investigation summary: during troubleshooting, it was found that not all antenna cables were plugged into the org. Antennas cannot send received signals to the org if it is not connected to it. Root cause is likely related to use error. The customer was advised to connect to the cable. No further issues were reported. A corrective action or preventative action is not warranted.

Manufacturer narrative:
Nihon kohden technician had the nurse check the antenna cables in the back of the multiple patient receiver (org) and only one of the two antennae was plugged in. The nurse plugged in antenna 1 into the org, then everything worked fine. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) is having signal loss and artifact with connected device(s). No patient harm was reported.